Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not reproduced. The device was tested for flow rate accuracy at a rate of 40 ml/hr for a volume to be infused of 40 for a 60 minute run time. The delivered amount was 41.986 and the error percentage 4.965% which is within 5% specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused. This was further described as "infusion volume out of tolerance, the tubing ran dry prior to typical completion". There was no report of patient injury or medical intervention associated with this event. No additional information is available.